Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited leakage between the connector and the tubing. There was patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and no damages were observed. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to a solvent error. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.